Event description:
The report received from the e-select database indicated that the patient was found to have single-vessel disease and one lesion was treated during the index procedure. The indication for the procedure was a recent no q-wave myocardial infarction (mi). The target lesion for the procedure was the mid left anterior descending (lad) coronary artery. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 16 atm. A cypher select plus 3.5 x 23 mm stent was implanted at 16 atm. The stent was post-dilated with a 3.5 x 12 mm balloon at 24 atm due to the stent being under-expanded. A type b dissection was noted. The dissection was treated by placement of an additional cypher select plus 3.0 x 8 mm stent at 16 atm in overlapping fashion. A satisfactory result was obtained. The event severity was mild and was not a serious adverse event (sae). The event had a highly probable relationship to the study device and was unrelated to the study procedure. The patient was reported to have had a mild increase in cardiac enzymes pot-procedure. The patient was discharged the day after the index procedure.

Manufacturer narrative:
The target lesion for the index procedure was the md lad. The lesion was reported to be: de novo, type c, 90% occluded, 3.5mm in diameter, 20mm in length smooth, concentric and with little or no calcification or thrombus present. The flow pre and post-procedure was timi 3. The patient had a visit at the one-month follow-up period and was reported to be asymptomatic. A planned staged procedure was done. The patient's totally occluded right coronary artery lesion was addressed at this procedure. No procedural details were available. The event severity was reported to be mild and was not a serious ae. The additional procedure was reported to be unrelated to the index procedure or device. Please note that device lot # 13185535) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.